Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-jun-2024. Investigation summary : bd received 1 sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter in the package or damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm ¿ other, but unconfirmed for the indicated failure other damage to product/component. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer noticed the winged needle was damaged and there were plastic pieces in the pack. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® push button blood collection set, the customer noticed the winged needle was damaged and there were plastic pieces in the pack. No patient impact reported.

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set medical device type: one additional code applies: jka e1: initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.